Event description:
It was reported that the procedure was to treat a mildly calcified, concentric mid left anterior descending artery. While advancing the xience prime, the hypotube kinked and then separated. The separation occurred outside the patient. The device was replaced with another same size catheter to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The hypotube separation was confirmed. The kinked shaft was not confirmed, however, the shaft likely separated at the kink. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).